Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds and loss of capture. The loss of capture resulted in two seconds of asystole. A revision procedure was scheduled and the rv lead was explanted and replaced. The rv lead was retained by the facility and will not be returned. The pacemaker remains in service. No additional adverse patient effects were reported.